Manufacturer narrative:
Original surgery was performed by dr in 1999 using hutchison hsh 0300cc saline-filled implants, which were filled to a volume of 0330cc, which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan style 2000 - 300cc devices. Visual inspection had identified that the left side valve strap anchorage point had detached itself from the shell. Also noted on the posterior surface was a tear on the patch shell interface measuring approx 50mm in total, there was also heavy yellow staining that was visible from the patch shell area. (When the product was held in such a position that the brand name was upright and horizontal.). Pressure testing could not be completed due to the size and position of the tear. Microscopic examination (x10) confirmed the damage is indicative of the device being subjected to an iodine containing substance. The product history sheet confirmed the product met all quality criteria. Iodine damage is not a mfg fault.